Event description:
It was reported that 171 bd vacutainer® sst¿ blood collection tubes had ink stains on them, 7 tubes had "gaps" in the gel, 34 tubes had embedded foreign matter in them, and 1 tube had a "crushed" cap. All defects were found before use.

Manufacturer narrative:
Bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure modes for fm, embedded fm, and damaged shield with the incident lot were observed. Additionally, evaluation/testing of the customer samples was performed and fm, embedded fm, and damaged shield were observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to fm on the gel through a CAPA and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for fm, embedded fm, and damaged shield with the incident lot was observed. Additionally, evaluation/testing of the customer samples was conducted and fm, embedded fm, and damaged shield were observed. Further investigation activities have been conducted through a CAPA for the fm on the gel and the most likely root cause has been identified. As a result, corrective actions and procedures are being implemented to mitigate further occurrences. Root cause description: a CAPA was conducted for the fm on the gel to document further investigation and root cause analysis relating to this issue. The investigation has identified the most likely root causes and corrective actions are in the process of being implemented. CAPA #503254. For the remaining defects, based on the investigation, the most likely root cause was determined to be related to a manufacturing issue. Based on an assessment of severity and frequency, it was determined that a CAPA is required at this time for fm on the gel in order to determine the root cause associated with this issue. The investigation has identified potential root cause(s) for this issue and corrective actions are in the process of being implemented.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 171 bd vacutainer sst blood collection tubes had ink stains on them, 7 tubes had "gaps" in the gel, 34 tubes had embedded foreign matter in them, and 1 tube had a "crushed" cap. All defects were found before use.